Event description:
It was reported that the offset bushing would not fit in the size 8 cutting block. The scrub tech and surgeon tried the bushing in the other size blocks and it fit fine, but not the size 8. The surgeon had to then eyeball his rotation, offset, and degree of offset. The surgeon had to go back and recut the femur due to the femoral component being internally rotated. The case was delayed by 30 min (according to the surgeon).

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.